Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. No leakage damage was found. The evaluation found there was a gap between the acoustic lens and ultrasonic probe. Furthermore, the following additional issues were identified during inspection: due to deformation of forceps elevator knob, forceps elevator knob rotates concurrently, due to wear of angle wire, bending angle in up direction does not meet the standard value, adhesive on bending section cover or distal sheath is detached, adhesive around the light guide lens is peeled, switch 1 has a cut, the suction cylinder is deformed, forceps cover is deformed, due to damage on acoustic lens, displayed ultrasound image is defective, due to wear of knob wire, the fixing force of guide wire does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope did not pass the leakage test. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a gap between the acoustic lens and ultrasonic probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.